Event description:
Discordant, falsely low sodium (na) results were obtained on eight patient samples on a dimension exl with lm instrument. The initial discordant na results were reported to the physician(s). The customer repeated all na samples on the same instrument (1st repeat test) . The samples were also re-spun and tested on the initial system (2nd repeat test). The re-spun corrected sample results were reported to the physician(s). The same samples were repeated on an alternate instrument, which resulted normal. These results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. The cse determined that the customer was using two different centrifuges during the time of the event. A stat spin centrifuge is not recommended by the tube vendor. The cse advised the customer to follow the tube vendor recommendations for proper centrifugation and to review the pre-analytical sample handling procedures. The cse also installed a new ground wire between the rotary valve and the sensor printed circuit board. The cause of the discordant sodium results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.